Manufacturer narrative:
As reported, patient was diagnosed with seroma post implant of phasix mesh. The clinician has assessed the patient¿s postoperative course of seroma as possibly related to the study device and mild in severity. No action has been taken at this time. Post surgical subcutaneous seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records was performed and shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in july 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
Event reported per the clinical trial (B)(4): the subject patient visited the hospital on (B)(6) 2024 and underwent an open exploratory laparotomy and small bowel resection with concomitant procedure of cholecystectomy on (B)(6) 2024, during which a phasix mesh was trimmed, placed in onlay fashion, and secured in place with absorbing monofilament sutures. A 3 cm overlap in all directions was achieved. The midline fascia and skin closure were achieved by slow absorbing monofilament sutures. The patient was discharged from hospital on (B)(6) 2024. On (B)(6) 2024, patient was diagnosed with seroma. No action has been taken. The reported adverse event (seroma) has been assessed per clinician as possibly related to the study device and mild in severity. The reported ae does not meet the definition of a sae (serious adverse event) and the definition of uade (unanticipated adverse device event).